Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that upon interrogation during a programming session the impedance check showed electrodes 4, 6 and 7 were greater than 10000 ohms. Programming was done around these three electrodes and the patient was still ale to have adequate programming. The cause of the issue was unknown and it was not resolved at the time of the report. No patient symptoms reported.